Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Reportedly, the customer was not removing air from the cartridge properly prior to loading. The clinical support specialist re-trained the customer on this step and a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide instructs the user to remove any residual air from the cartridge.